Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life was approximately one week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following results:a review of the pump¿s history showed multiple low battery warnings. There was evidence of excessive battery use. The battery cap was not returned with the pump. A visual inspection of the pump showed a cracked battery compartment; however the test battery cap was able to fully tighten on to the pump with no power loss. The current draws were found to be within specifications. The pump cover was opened and no internal defect was found.